Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated after insertion of the catheter and hemodialysis was stopped, they noticed a leak in the venous silicone extension tube near the junction of the bifurcate. The catheter was replaced and there was no injury to the patient.